Event description:
It was reported that; the surgeon of the hospital informed us that during a surgery he wanted to screw with the torque wrench the screw with the locking screw. The tulip of the screw has cracked and the screws could not be turned tight. The screw was removed and a new screw was used.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. A visual inspection confirmed deformation of the inner threads of the tulip. No relevant manufacturing issues were identified as all units met specifications. The most likely cause of the customer reported event is misalignment of the blocker during insertion, resulting in cross threading of the devices.

Event description:
It was reported that; the surgeon of the hospital informed us that during a surgery he wanted to screw with the torque wrench the screw with the locking screw. The tulip of the screw has cracked and the screws could not be turned tight. The screw was removed and a new screw was used.